Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) procedure. Post-operatively, the cement had extravasated intravascularly in the patient. The maximum balloon inflation pressure was 108 psi and maximum balloon inflation volume was 1.5cc. The volume of implanted cement was 1.5cc.